Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to faulty g1 board which has ac-dc function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high-definition lcd monitor overheats and turns off, and issue was noted with the power supply. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, power printed-circuit board failure was noted, the lcd screen was scratched, the printed circuit board and the bezel lcd panel needed to be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.